Event description:
It was reported that the force sensor test failed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Some unknown substance was found on plunger assembly. Force sensor test error was found in the event history log. The technician performed power up process, checked and test force sensor. The root cause of the reported issue was found to be contamination inside plunger assembly. The technician replaced the whole plunger assembly, plunger cable and plunger tube. Performed preventative maintenance and all functional testing which passed.